Event description:
It was reported that non-sustained lead noise episodes were observed due to oversensing myopotential. Programming changes were made, and no further issues reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.